Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 3 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 5 reported events are included in this follow-up record. Product return status 4 devices were received. 1 device was not available for evaluation. Additional information 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. - 3 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device was not available for evaluation. 3 devices were not labeled for single-use. 3 devices were reprocessed or reused.